Manufacturer narrative:
System logs were not available for review.

Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure and a bleeding complication occurred. The patient is reported to be alive. The physician believed that the ion system minimized the risk of bleeding during the procedure, and assessed that the bleeding was not ion or device-related. No additional details were provided. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information; however, no further details have been received as of the date of this report.